Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she changed her infusion and when she primed, she saw drops of insulin at the end of the tubing. Customer received a no delivery alarm and was able to prime again successfully, but when trying to deliver an insulin bolus she still gets no delivery alarm. Customer was driving and was unable to troubleshoot. Blood glucose value is 341 mg/dl. Customer was advised to change her infusion set and reservoir. Nothing further reported.